Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on (B)(6) 2017. Retain and return product was tested and was performing to specification. Investigation: a review of the device history record confirmed the lot passed finished goods release criteria. Retain cartridge testing met the acceptance criteria found in (B)(4), appendix 1 - product complaint level 2 and level 3 investigation procedure. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. There is not enough information to determine whether an I-stat product malfunction occurred.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding cg8+ cartridges that yielded suspected discrepant ph and pco2 results on a newborn with dyspnea and low birth weight. There was no additional patient information available at the time of this report. Instrument, date/time tested, sample type , ph , pco2 , sample identifier: I-stat , (B)(6), 1224, capillary , 7.22 , 63 mmhg , sample #1 ; abl, (B)(6), capillary , 7.38 , 42 sample #2. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted (B)(6) 2017 at abbott point of care ((B)(4)).